Manufacturer narrative:
The customer's calibration was acceptable. Based on the available calibration and qc data, a general performance issue of reagent can be excluded. The customer's centrifugation speed was faster than the tube manufacturer's recommendations. After service, no further customer complaints were reported. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The customer's qc was acceptable. The customer performed ise cleaning, and ise conditioning. The field service engineer replaced the ise electrodes and cleaned the ise system. After service, the customer performed ise maintenance, restarted the analyzer, and performed ise calibrations with acceptable results. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect gen.2 na and cl results for three patients tested on a cobas 6000 c (501) module. The initial results were not reported outside the laboratory. The customer performed repeat testing with the samples on the same instrument for confirmation. Patient 1¿s initial na result was 108 mmol/l, and the patient¿s repeat na result was 131 mmol/l. Patient 2¿s initial na result was 106 mmol/l and cl was 129.1 mmol/l. The patient¿s repeat results were na 133 mmol/l and cl 98.4 mmol/l. Patient 3¿s initial na result was 84 mmol/l, and the patient¿s repeat na result was 133 mmol/l. The customer determined the repeat results were correct. The na electrode lot number was d82 with an expiration date of 07-apr-2021. The cl electrode lot number was v34 with an expiration date of 21-apr-2021.